Event description:
It was reported that during a procedure an occlusion at the pump connector was alleged. The physician believed there was some corrosion at the site that the connector snapped onto the pump. The catheter was reported as capped/abandoned/partially removed and the pump replaced. There were no symptoms or patient injuries reported. The patient¿s status was noted to be alive and without injury. This device system delivered infumorph.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007,explanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis of the returned portion of the catheter revealed that under microscope inspection a deep, circular coring in the bottom of the cup of the sutureless (sc) connector was present. This was consistent with the inner diameter of the tip of the outlet port of the pump. This coring in the seal portion at the bottom of the cup was centered in the seal. The flap of material created by the coring may have contributed to an occlusion but no occlusion was verified in laboratory testing. However, during pressure testing of this returned catheter segment, leaking was seen coming from the sc connector area. It is possible the deep coring had also caused leaking to occur. However, the possible corrosion at the sc connector allegation was not confirmed in analysis as no corrosion was seen throughout the analysis process. It is possible that tissue, blood or drug may have been misinterpreted as corrosion.

Manufacturer narrative:
(B)(4).